Event description:
On (B)(6) 2022 a surgical revision was performed due to connectivity issues related to the nalu implant being placed too deep. There are no indications of any component or system failures.